Event description:
Customer reported system has corrupt images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and reformatted the hard drive. System operates as intended. This MDR is related to ge healthcare complaint.